Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels rose to 40 mmol/l (720 mg/dl) while wearing the pod on the leg for between 36 and 48 hours. The pod was removed and a new pod was applied. The bg levels did not lower and the patient went to the hospital. An electrocardiogram and x-ray was taken. The new pod was removed at the hospital and the patient was treated with insulin intravenously. The patient was discharged the following day.